Event description:
It was reported that the urine flow was limited. Per email received from the ibc representative on (B)(6)2019 , yes, there was a little urine flow, but allegedly the flow was not smooth and properly. Per email received from the investigator on (B)(6)2019, it was found the that the length of both drainage eyes from the tip was above specifications for both catheters.

Manufacturer narrative:
The reported event was confirmed. Two 3 way lubricath irrigation foleys were returned. It was found that all of the drainage eyes' tip length on both catheters were found to be above specifications. A potential root cause for this failure could be "drainage eyes too far from tip". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿visually inspect the product for any imperfections or surface deterioration prior to use"

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the urine flow was limited. Per email received from the ibc representative on (B)(6) 19, yes, there was a little urine flow, but allegedly the flow was not smooth and properly. Per email received from the investigator on (B)(6) 2019, it was found the that the length of both drainage eyes from the tip was above specifications for both catheters.